Manufacturer narrative:
A device history record (DHR) review of the reported issue confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photos submitted with this complaint therefore an examination of the reported condition could not be made. Through the investigation and analysis, the most possible root cause was identified as the worker mixed the rejected product from the weighing machine. As a continuous improvement, the supplier had updated their weighting system in january 2015 and now weighs the product 2 times as opposed to previously being weighed only 1 time. Additionally, the operators were instructed to be more aware of the potential of a miscount during the weighing process. This complaint will be used for trending purposes.

Manufacturer narrative:
An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. Customer reports receiving 11 each instead of ten pieces of the gauze.